Event description:
It was reported that a device was used during a left sigmoid resection. The surgeon could not break the washer. The device did not cut the tissue. Another device was used to complete the case.